Event description:
It was reported that loss of capture resulting in episodes of oversensing was observed on the left ventricular (lv) channel. Abbott technical support reviewed the event and stated the event was due to an inadequate pacing margin programmed for this patient. The device was reprogrammed to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.